Event description:
A customer contacted beckman coulter (bec) reporting a leak at the baths of the coulter ac*t diff 2 hematology analyzer. The volume of the leak was about 10 cubic centimeters (cc) and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the baths and the vacuum isolator chamber (vic) were not draining. The fse found that the waste tubing at the back of the instrument was clogged. The fse flushed the waste line to clear the clog and the instrument ran without any leaks. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).